Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported for the lot number. Additional information was requested 06/25/2007 and 06/27/2007 by phone, fax, and mail. Additional information was received 07/03/2007 by fax.

Event description:
A consumer reports near and intermediate blurry vision and headaches following bilateral intraocular lens (iol) implant surgery. The surgeon lists the pt's prognosis as "good." Right eye: MDR #1119421-2007-00311; left eye: MDR #1119421-2007-00312.